Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station had no power. The field service engineer (fse) found that the station would not power on. The fse unplugged the pyxis bus cables one by one until drawer 6 was identified as the cause of the power issue. Using a multimeter, the fse determined that the drawer control board was faulty and replaced it. A hardware test application (hta) test was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had no power, and it had an issue with drawer controller board. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.